Event description:
During the case the tissue was being removed and the doctor noticed that the plastic began melting away. This resulted in an open procedure.

Manufacturer narrative:
Device is not being returned for evaluation.(B)(4)